Manufacturer narrative:
(B)(4). G2: foreign, the event occurred in canada. Multiple MDR reports were filed for this event. Associated reports are available for the applicable concomitant products below in the d10 narrative. D10: concomitant medical products, part (lot): unknown screw (unknown). Associated product information: 00830004500 (63498376). 00830005500 (63450357). The customer has not indicated whether the product will be zimmer biomet for investigation, and the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient had an initial total ankle arthroplasty. Subsequently, heterotopic ossification was identified on radiographic imaging. Subsequently an unknown component was explanted due to unknown reason. Attempts have been made and no further information has been provided.